Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the patient was 100% paced by the temporary p acemaker. 5 days post implant, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Event description:
Additional information was received that the day of implant, chest x-ray revealed atelectasis in the right upper lung (rul) and left lung base while the patient was still intubated. It was noted that the rul had collapsed and a bronchoscopy revealed the atelectasis was due to a clot obstructing the rul. The clot was removed and chest x-ray showed increased aeration in the rul, resolving the atelectasis. The patient remained ventilator dependent and two days post implant, had a fever and new right lung infiltrates, cultured as serratia marcescens. The IV antibiotic regimen was adjusted. Additional information was received that 50 days following implant the patient died. The cause of death was not received. It was reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: insufficient information was received to determine the cause for the reported clot. Also, the information received indicates that the patient tested positive of serratia marcescens. The microbiology department provided information regarding the serratia marcescens organism, it is a gram-negative organism and it can be easily rendered non-viable to the sterilization process during manufacturing. Therefore, it is highly unlikely that the organism originally came from the device and/or manufacturing valve process. The death was reported as not related to the valve or its function. (B)(6). (B)(4).

Manufacturer narrative:
Analysis summary: the device remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac dysrhythmias are a known potential adverse effect per the hancock ii instructions for use (IFU). (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.